Manufacturer narrative:
The main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial device, on day 6, reported they possibly developed a urinary tract infection.